Event description:
It was reported that the pt experienced a shocking sensation while riding an electric cart through security gate. Shortly after the exposure, she experienced an accelerated pulse rate, profuse sweating, headache/migraine and light shaking. The healthcare provider confirmed that the pt experienced overstimulation, shocking sensation, emotional changes, psychological changes and pre-existing pain. The pt experienced the shocking sensation while going through a store's magnetic theft detector. No injuries to the pt were reported.